Event description:
It was reported that the patient ams 700 inflatable penile prosthesis(ipp) pump failed. The ipp pump was removed and replaced with a new one. No further issues were reported.

Manufacturer narrative:
The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders.the pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis(ipp) pump failed. The ipp pump was removed and replaced with a new one. No further issues were reported.